Event description:
Pt in operating room for leep procedure. Small wire on cervical probe broke during the procedure; wire was not retained in the cervical tissue. The pt tolerated the procedure well and was discharged the same day.